Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. It was reported that the patient presented emergently approximately five years and seven months post implant. The CT revealed that the bifurcated stent graft had a type ia endoleak and a type ib endoleak. The physician elected to implant a 28 mm endurant aortic cuff proximally and a 16x20 endurant iliac limb distally and both endoleaks were resolved. The physician does not know the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.